Event description:
It was reported that the patient fell, resulting in the dislodgement of the right atrial lead. Medical attention was required, and the device pacing mode was reprogrammed from dual chamber to single chamber. The lead remains implanted, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.